Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 302832 and lot number 9303203. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows four plunger rods with a plunger rod rib damaged. The other photo shows two plunger rods with a plunger rod rib damaged. It could be possible for this defect to occur during the plunger rod-rubber stopper assembly process if there was a jam inducing the damaged parts. These processes were reviewed and all alignments were found to be correct. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time.

Event description:
It was reported that a syringe 30ml ll s/c 56 had a broken plunger rod during use. The following was reported by the initial reporter: "it was reported that the plunger rod was damaged or breaks under pressure. Verbatim: item# 302832, 30ml syringe is being received with damaged plunger rods, or the plunger rod breaks when under pressure."